Manufacturer narrative:
Internal complaint reference: (B)(4). H11 b5, e1, g2, and h6: event description, facility address, report source and impact codes updated.

Event description:
It was reported that, during a rotator cuff repair, a footprint ultra pk suture anchor 4.5 fractured during impact. The insertion site was cleared of all debris prior to insertion and all the pieces were removed from the patient with suction. The procedure was resumed, without any delay, using an equivalent s+n back up used in the originally drilled bone hole. No further complications were reported and patient status is fine.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly was returned with the distal tip of the anchor body fractured. The anchor plug has no visible defect. The insertion device and two sutures have no visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the product specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair, a footprint ultra pk suture anchor 4.5 fractured during impact. The procedure was resumed, without any delay, using an equivalent s+n back up. No further complications were reported.